Event description:
It was reported that a peritoneal dialysis patient passed away. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if pd therapy was ongoing prior to the patient passing away. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1997. The device history record was reviewed and no issues were found that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log revealed no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The results of the sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Visual inspection was performed. The power on self-test was successfully performed. One hour therapy was successfully performed. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.